Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has not been received. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.